Event description:
A moderate cardiac tamponade was reported during an af procedure. After performing blockenbrough approach using two agilises in the left atrium using a navistar ds, ablation was started in the surface of lpv. The generator settings were 30 watt, 50 degrees; and ablations for 30 to 40 points. The af stopped while the ablation was being performed, the lpv circle has not yet been completed, when decrease in blood pressure and bradycardia were found. The physician suspected cardiac tamponade, an echocardiography was performed. However, it did not show any cardiac tamponade. Therefore, the physician gave a hypertensive drug to the pt. The pt was moved to ccu. Computerized tomography (CT plain radiography) was done were it showed cardiac tamponade. No cerebral embolism was found. Cardiac drainage was performed. The pt was still under treatment and had not recovered when the event was reported. The physician does not believe that the event was related to the ablation, catheter or thrombus. It was possibly procedure related. Bwi local affiliates have attempted to obtain pt's current status, however, no info has been provided.

Manufacturer narrative:
Product was discarded by the facility/not returned for investigation.